Event description:
Blade is dull and barbed. Surgeon tried others from this lot with the same result. Not acceptable for fine open heart surgery. All lot removed from sph stock and ready for pickup by vendor. The surgeons would like feedback from the company. Surgeon stated: the 11 blade was to use to make a coronary arteriotomy, it torn the vessel. I have to repair it, no other adverse outcome.